Event description:
During patient procedure catheter in question: poles 9-10 stopped working. Catheter cable changed w/o resolution, catheter changed with new catheter with same lot# functioned normally. This facility has had three reports of similar events with this type of device over the last two months. The cause of the failure is unknown. The manufacturer has been notified and product is being returned to them for their evaluation.